Event description:
The patient's defibrillator was checked using the medtronic carelink network remote follow-up service. A red alert was transmitted that the superior vena cava (svc) and right ventricular (rv) defibrillation impedance was elevated. The rv defibrillation impedance was 112 ohms, which indicated a coil fracture. The patient was notified of this occurrence by phone and presented to the device clinic that day. The patient was seen by the physician and was admitted to the cardiac short stay unit (cssu). The lead was capped, remains insitu and there was an implant of a new rv lead and ICD generator change. The patient's outcome was satisfactory.====================== health professional's impression======================the lead needed to be replaced by another and this required a separate procedure.====================== manufacturer response for lead, sprint fidelis======================no response at this time.